Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported pump displayed e-7 (electronic error); error persisted. Caller reportedly experienced hyperglycemia of 370 mg/dl; did not have ab insulin pen so went to the hospital where she was treated with fast acting insulin and serum therapy. Caller was placed on alternative therapy since attending to the hospital. Requested return of the alleged device for evaluation.